Manufacturer narrative:
(B)(4). Two pictures of an opened but unused lf1537 device were received for investigation. An evaluation of the photographs confirmed that a piece of the metal flange at the jaws had broken and was missing. With this piece broken, the handle cannot be used to open or close the device jaws. The tube is made of stainless steel and should not break without exerting excessive and unusual force on the flange. Investigation of this issue could not determine the definitive root cause of the damage. A review of the device history records for this lot found no potentially contributing entries, and no trend is associated with this complaint.

Manufacturer narrative:
(B)(4). The incident device is not available and was discarded by the site. A photograph of the device was sent and is under evaluation. When the evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device was identified to have a loose piece on the jaws and was not used. The customer confirmed that the device was not used in the patient and no patient was involved. Though the device was discarded by the site, examination of a provided picture found that a jaw component had disengaged.